Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Upon interrogation, the pacemaker exhibited episodes of intermittent myopotential oversensing. Programming changes were made and resolved the oversensing. The patient was stable.